Event description:
Caller reported a malfunction on the pump. Impact on blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Customer planned to use multiple daily injections (mdi) as backup therapy to continue insulin delivery and was sent a replacement pump by the technical support team. The caller received instructions on putting the pump into storage mode and was advised on steps to take upon receiving the replacement. They were also instructed to return the faulty pump using a provided return box and pre-paid label within 10 days.